Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, episodes of noise were seen on stored egms. The patient was transferred to a hospital for extraction and replacement as the vein was occluded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned cut in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 1.0-3.5cm from the cut end of the middle portion. Internal insulation abrasion was noted at 1.4-2.9cm from the proximal end of the svc shock coil and at 7.0-8.5cm from the distal tip. The etfe coating was intact at all abrasion locations.